Event description:
It was reported that a revision surgery from the right hip was performed due to metallosis, soft tissue reaction, severe and increasing hip pain and swelling with severe metal to metal reaction, limited range of motion in the hip.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A full complaint history review could not be performed due to lack of device details. A review of the complaint history for the bhr head and cup was performed using part numbers in search of similar recurring reports, involving metallosis and soft tissue reaction, for the products during their lifetimes. No other similar complaints were identified. No batch numbers were provided; hence documentation review nor a review for the specific product IFU could be completed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. It was reported that the patient had severe and increasing hip pain, swelling, limited range of movement, stiffness and limitations to functioning daily activities due to severe metal to metal reaction. However, only operative reports were provided for this report. The reported pain along with a pre-operative work-up that concluded aseptic loosening along with intraoperative findings that showed the femoral resurfacing component was found to be loose and spinning on the bone along with shortening of the hip which may be consistent with findings associated with metal debris and aseptic loosening. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain and aseptic loosening cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.